Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level ranged between 245-291mg/dl and correction boluses were delivered to address the bg levels. A pump system check was performed and the pump performed as intended. The customer changed their infusion set site and continued to receive occlusion alarms. Once the customer performed a complete supply change the occlusions were resolved. The customer reported that the pump would continue to be used for insulin therapy.